Manufacturer narrative:
Product event summary: the data files for the date of the event were returned and analyzed. The data files do not show any system notice or issue. No product was returned for investigation; a known clinical issue was encountered during the procedure.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the second cryoconsole treatment for atrial fibrillation, the left ventriculography was conducted and it showed mild stenosis of the right upper pulmonary vein and left upper pulmonary vein. The procedure was completed with cryo, but resulted in permanent damage to the pulmonary vein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.